Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon inflation issue occurred. The target lesion was located in the left anterior descending artery. The target lesion was wired with a non bsc wire and then it was predilated with a 2.50 mm x 15 mm emerge balloon catheter. The balloon was inflated however, once inflated the balloon appeared ¿longer than 15mm and was hanging well outside of the markers¿. It was ¿evident that a 20 mm length balloon had been mounted onto the shaft. Therefore, the balloon (which was labeled 2.5 x 15mm) had markers appropriately positioned at 15mm apart however, the balloon was markedly longer¿. Fortunately, in this instance there was no significant injury to the vessel apparent on angiography as the vessel was relatively large (4.0mm). The lesion was stented with a good result. No patient complications were reported. The patient was discharged and the patient status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).